Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. Pump trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7volts for two hundred and forty consecutive minutes due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.